Manufacturer narrative:
(B)(4). Approximate age of device 9 months.¿additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a gastrointestinal bleed on (B)(6) 2017. Arteriovenous malformations (avm) were confirmed. The patient was on coumadin at time of event. The patients hemoglobin had decreased from 12 g/dl the prior month, to 7.5 g/dl and reported dark tarry stools on the day prior to admission. Additional information was requested, but was not provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. A correlation between the device and the report of bleeding could not be conclusively determined. No device-related issues were identified through the evaluation of device. The pump was returned assembled with the driveline cut approximately 12.5 inches from the pump housing and the distal portion of the driveline was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered or well-developed depositions or thrombus formations. Visual examination of the pumps blood-contacting surfaces upon disassembly of device also revealed no evidence of depositions or thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the source of the gastrointestinal (gi) bleed was found in the stomach and duodenum. On (B)(6)2017, the patient was seen in the clinic and denied any bleeding/bloody stools. The patient was elevated on the transplant list due the gi bleed and received a heart transplant on (B)(6)2017.